Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 integrated chemistry system. Quality control (qc) and calibration were acceptable on the day of the event. The customer ran a system check and qc after the erroneous result and the results were out of ranges. Hence, the customer did not report the falsely depressed na result. The customer aligned the sampler, cleaned the windows, and replaced the diaphragm. With siemens remote assistance, the customer performed fix inventory, centered reagent 1 (r1) and reagent 2 (r2) tubing nuts in transducer housing, and centered sample tubing and probe body. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse checked the instrument and determined that the tubing in the sampler assembly was obstructed under the sampler cover. Then, the cse replaced the tubing in the sampler assembly, primed the instrument, and ran a system check and qc, which recovered acceptably. Siemens further evaluated the event and concluded that the obstructed tubing in the sampler assembly potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 integrated chemistry system. The initial result was not reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered higher than the initial result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.